Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
They had mine for over 10 years. In fact, I just had it changed out. I still am completely incontinent. Whether I just drink water, tea, or soda. I hate this. It¿s embarrassing. I go back to see the urologist in a few weeks for an adjustment. I pray they can program it to where I no longer pee on myself. It¿s very depressing. Additional information was received from the patient. There is not a day that goes by without peeing on themselves. Their life has come to wearing adult diapers for the rest of their lives. Waste of time or it was for them additional information was received from the patient. They reported that they were in constant pain at the implant location and have made an appointment to have it removed.